Event description:
The customer reported that during a laparoscopic gastric bypass, the device did not seal the tissue although an endtone, indicating a completed seal cycle, was heard. Minor bleeding described as unmeasurable occurred. There was no injury to the patient, and another device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.